Event description:
It was reported the pt had an acticon artificial bowel sphincter that had fluid loss. The device was explanted and replaced. No pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.